Event description:
The affiliate indicated that three catheter extensions did not withstand the specified pressure (1.200 psi) and under pressure, the tubing separated from the metal connector. The device separated under contrast media pressure. Another catheter extension was used and the procedure was successfully completed. No pt injury was reported. No anomalies were noted upon removal from package. The procedure was a leg angiography.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. This device is one of three product associated with this event. Please refer to MFR reports # 9616099-2009-1177, 9616099-2009-1178, and 9616099-2009-1179. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.